Event description:
It was reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed and the anomaly continued as well it failed the displacement test. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder disk being out of face.